Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. As received the monitor showed signs of extensive physical damage to the device plastic enclosure and the printed circuit assemblies. The positive lead of high-voltage capacitor c22 was broken. The j1003 and j1003 pca jumpers were damaged, metal oxide varistor v1 was damaged on the defibrillator pca, and the f600 fuse on the computer/analog pca was broken free from the pads. The root cause for the damage was extreme physical abuse to the device. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not powering on.